Manufacturer narrative:
(B)(4).

Event description:
It was reported during defibrillation threshold testing, the device was ventricular undersensing was observed during while the patient was in ventricular fibrillation. Programming changes were made. Defibrillation threshold testing was performed and successful. The patient condition is stable.